Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. Unrelated to the battery compartment and display issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. This report is made based on results of the investigation performed on 06/29/2016.